Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was reported "high" with negative to moderate ketones. Insulin injections were administered and the healthcare provider had the basal/correction factor adjusted to address the high bg and moderate ketone level. The contact stated that the insulin appeared to be gelled after the most current occlusion and that old insulin had been mixed with new insulin to fill the cartridge.